Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient's transfer set leaked. The registered nurse stated the patient wore a catheter belt which may have pulled or tugged too often at the transfer set. The transfer set was replaced due to "normal wear and tear." The patient has since been taken off of peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.